Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, the subject device was broken. In the evaluation of omsc the following was confirmed; -gap of adhesive on lg and ig lens of the distal end -foreign material on the distal end of the endoscope there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.